Event description:
Even though no information was provided by customer, failure analysis investigation showed that the heartstring seal was received cracked and unraveled at distal end. The report indicates no patient involvement.